Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle, and burns at the distal end and c-cover (distal end cover). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified this event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The reported condition of burns on the distal end/distal end cover was confirmed. Although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. This phenomenon is detectable and preventable by handling device in accordance with the following IFU: gif-h290t operation manual: chapter 3 preparation and inspection: 3.3 inspection of the endoscope. Gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.